Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s drg ins reached end of service and as such was no longer able to provide therapy. A representative met with the patient and confirmed the device was inoperable. Surgical intervention was undertaken and the ins was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.